Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Analysis summary - (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis summary - (B)(4) no anomalies found. (B)(4) no anomalies found, several conductors blood/body fluid (not obstructed). Partial lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis summary - (B)(4) no anomalies found. (B)(4) no anomalies found, several conductors blood/body fluid (not obstructed). Partial lead in segments returned and analyzed.

Event description:
It was reported the patient died. The date of death and cause of death have been requested and not received.

Event description:
It was reported the patient died. Follow up with clinic later reported patient had chest discomfort the day prior to death after having received one appropriate shock. Went to hospital and started on medications when found to be in polymorphic ventricular tachycardia. Later became diaphoretic and very hypotensive. Determined to be in cardiogenic shock, admitted to ICU and treated medically, but by the next morning was made a do not resusitate by daughter, device was turned off, and patient died with cause of death noted to be cardiogenic shock due to severe ischemic cardiomyopathy. "The device was functioning appropriately prior to her death." Patient was not pacer dependent.